Event description:
Ans received a report in 2009, that during an implant procedure one day prior, the pt lost sensory in both legs. It was reported pt was under general anesthesia and stimulation was confirmed by a somatosensory evoked potential reading. The surgeon inserted a surgical lead blank at t11, with a target lead placement of t9-t10. The surgeon removed the lead blank and used a dural separator to open the space. Once the surgical lead was implanted, the pt lost sensory in both legs. The surgical lead was removed and discarded. After approximately 5 mins, sensory recovered in one leg but not in the other leg. A neurologist was consulted, who suggested stopping the case. The surgeon closed the pt. It was reported as soon as the pt woke up in the recovery room, they were able to move both legs. F/u with surgeon in the same month, found pt was released from hosp 48 hrs after admission for procedure and is doing fine. The surgeon plans to reimplant pt at a later date. Additional info was requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
Evaluation. Device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.